Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.